Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration of essure device location of device: punctured fallopian tubes/perforation (fallopian tube(s) in a 34-year-old female patient who had essure (batch no. 789028) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included menorrhagia, multiple allergies, dysfunctional uterine bleeding and miscarriage (B)(6) 2018.). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 4 years 2 months after insertion and 1 year 2 months after removal of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abortion spontaneous ("miscarriage"), vulvovaginal mycotic infection ("yeast infection"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), back pain ("back pain"), abdominal pain ("abdominal pain"), tooth disorder ("dental problems"), vaginal hemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and migraine ("migraines / headaches") and was found to have a pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)"). The patient was treated with surgery (bilateral salpingectomy, hysterectomy (partial),tubal ligation). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device, abortion spontaneous, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, pelvic pain, fatigue, vaginal discharge, back pain, abdominal pain, tooth disorder, vaginal hemorrhage, menorrhagia and migraine outcome was unknown and the vulvovaginal mycotic infection was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, tooth disorder, urinary tract disorder, vaginal discharge, vaginal hemorrhage and vulvovaginal mycotic infection to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2011. Essure coils (2) left and right fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on (B)(6) 2011: unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jun-2020: plaintiff fact sheet received. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), migraines / headaches. Medical history was added. Onset date of event dysmenorrhoea was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration of essure device location of device: punctured fallopian tubes/perforation (fallopian tube(s)') in a 34-year-old female patient who had essure (batch no. 789028) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included menorrhagia, multiple allergies and dysfunctional uterine bleeding. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abortion spontaneous ("miscarriage"), vulvovaginal mycotic infection ("yeast infection"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), back pain ("back pain"), abdominal pain ("abdominal pain") and tooth disorder ("dental problems") and was found to have a pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)"). The patient was treated with surgery (bilateral salpingectomy, hysterectomy (partial),tubal ligation). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device, abortion spontaneous, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, pelvic pain, fatigue, vaginal discharge, back pain, abdominal pain and tooth disorder outcome was unknown and the vulvovaginal mycotic infection was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 2. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, pelvic pain, pregnancy with contraceptive device, tooth disorder, urinary tract disorder, vaginal discharge and vulvovaginal mycotic infection to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2011. Essure coils (2) left and right fallopian tubes . Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on (B)(6) 2011: unknown. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 12-may-2020: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration of essure device location of device: punctured fallopian tubes/ perforation (fallopian tube(s)') in a (B)(6) year-old female patient who had essure (batch no. 789028) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included menorrhagia, multiple allergies and dysfunctional uterine bleeding. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abortion spontaneous ("miscarriage"), vulvovaginal mycotic infection ("yeast infection"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), back pain ("back pain"), abdominal pain ("abdominal pain") and tooth disorder ("dental problems") and was found to have a pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)"). The patient was treated with surgery (bilateral salpingectomy, hysterectomy (partial),tubal ligation). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device, abortion spontaneous, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, pelvic pain, fatigue, vaginal discharge, back pain, abdominal pain and tooth disorder outcome was unknown and the vulvovaginal mycotic infection was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 2. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, pelvic pain, pregnancy with contraceptive device, tooth disorder, urinary tract disorder, vaginal discharge and vulvovaginal mycotic infection to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2011. Essure coils (2) left and right fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray on (B)(6) 2011: unknown. Most recent follow-up information incorporated above includes: on 08-apr-2020: pfs received: case has became serious incident. Previously reported event ¿injury¿ replace with new event. New events added: migration of essure device location of device: punctured fallopian tubes/ perforation (fallopian tube(s), pregnancy (stillbirth or miscarriage), miscarriage, device ineffective, yeast infection, bladder or urinary problems or changes, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, fatigue, vaginal discharge, back pain, abdominal pain, dental problems. Lot number, event outcome, patient history were added and reporter information were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.